Manufacturer narrative:
This is a duplicate case. This case was reported under MDR number 3004209178-2019-40210. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room after all insulin units dispensed at once and insulin pump was damaged. The customer blood glucose level was unknown. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.